Event description:
It was reported that the physician felt a resistance when inserting catheter to the patient, so removed it entirely. After then, physician found the catheter split. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer provided one photo for evaluation. The photo displayed an arterial catheterization device. The catheter was partially advanced off the needle and appeared separated at the edge of the needle bevel. The customer also returned one opened kit and arterial catheterization device for evaluation. The catheter contained obvious signs of use in the form of biological material. Visual examination revealed the catheter body was separated adjacent to the hub. The separated portion of the catheter body was caught on the edge of the needle bevel, indicating that the needle likely tore the catheter. The guide wire was also kinked at the location of the needle bevel. The separated portion of the catheter measured to be 1.3" and the attached portion of the catheter measured 0.08" totaling 1.38" which is within specifications of 1.36-1.38" per product drawing. The separated portion of the catheter was able to advance off the guide wire with significant resistance. The guide wire was unable to advance or retract from the needle assembly. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not reinsert needle into catheter to minimize risk of catheter damage." The customer report of a sheared catheter was confirmed by complaint investigation of the returned sample. The catheter was caught on the needle bevel, causing separation. The catheter passed all relevant dimensional inspection, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the physician felt a resistance when inserting catheter to the patient, so removed it entirely. After then, physician found the catheter split. No patient harm reported. The patient's condition is reported as fine.